Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
It has been reported "cleaning the vizadiscs to able visibility led to a bumped array - dr had to finish the case manually". Case type tka.